Event description:
Adult female underwent a l4-5 microdiscectomy about 4 months earlier. Since waking up from her surgery she has not been able to get her spinal cord stimulator to work. She has discussed this issue with the rep who believes that cautery from surgery may have damaged the battery. Since the battery cannot be communicated with, it is a primary cell replaced 3 years ago connected to a paddle lead. (Surgery was lumbar hemilaminotomy & discectomy l4/5 right.) Manufacturer response for spinal cord stim, (brand not provided) (per site reporter). From the chart it appears that the rep had a discussion with the patient. Other than that I am unaware of further details.